Event description:
It was reported that during use of the y-knot all suture anchor in a modified bostrom and ligament reconstruction procedure of a left ankle on (B)(6) 2014, one of the tines on the driver/inserter broke off in the patient's bone. The breakage occurred after the insertion of the anchor and as the surgeon removed the y-knot anchor driver from the pilot hole. X-ray was immediately taken and confirmed the tiny broken fragment approximately 1mmx2mm remained in the patient's bone. As reported, the ankle reconstruction surgery was completed with no further complications, patient injury or surgical delay.

Manufacturer narrative:
An evaluation of the returned driver/inserter found one of the tines had broken off and the tiny broken fragment was not returned. The physical damage noted on the driver is indicative of the user twisting the driver during insertion or while removing it out of the pilot hole. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on 10-dec-2013 in a lot of 100 units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There is one other complaint from the same customer for this item and lot number with a different failure mode. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.